Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the tube sst plh 13x100 5.0 plbl gold br experienced stopper creep out or loose closure during use. This event occurred to 300 units of the lot. The following information was provided by the initial reporter: the customer stated "during the stage of the coagulation process when placing the tubes in a water bath, they loosen the cap causing the serum to spill." The impact required some of the patients have blood redraws.

Event description:
It was reported the tube sst plh 13x100 5.0 plbl gold br experienced stopper creep out or loose closure during use. This event occurred to 300 units of the lot. The following information was provided by the initial reporter: the customer stated "during the stage of the coagulation process when placing the tubes in a water bath, they loosen the cap causing the serum to spill." The impact required some of the patients have blood redraws.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photo was provided by the customer for investigation. The photos was reviewed and the photo shows tubes with loose caps but the cause could not be identified by evaluating the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10